Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The device is not returning for evaluation as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of halos, glare and extreme light sensitivity after implantation of the intraocular lens (iol) into her eyes. According to her last post-operative examination, the daily activities have been affected due to issue. However, no explant has been planned or performed. No further information was available. This report captures information related to iol implanted in patient left eye. A separate report is being submitted against the iol implanted in right eye.